Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer' investigation is complete.

Event description:
Related manufacturer report number: 2916596-2021-06832. It was reported that log files were sent in for review with concern of driveline communication fault alarms. Starting at 15:28 on (B)(6) 2021, driveline communication fault alarms occurred. Technical services suggested a system controller and modular cable replacement be provided to resolve the issue. There was no interruption of pump support during these events. The system controller and modular cable were exchanged which resolved the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log file was submitted and downloaded for review. A review of the log files showed overlapping events spanning approximately 2 days ((B)(6) 2021, (B)(6) 2021 per timestamp). Events occurring on (B)(6) 2021 were recorded during testing at abbott. Intermittent driveline communication fault alarm activated on (B)(6) 2021 at 15:28:47 due to a com a fault. The alarm remained active until the driveline was disconnected on (B)(6) 2021 at 16:45:02 for system controller exchange; however, the alarms did not affect the controller¿s ability to operate the pump at the set speed while the driveline was connected. No other notable alarms were active in the log file. The outer jacket of the power cables was removed to observe any potential damage to the underlying wires. No damage was found; however, fluid ingress was observed within both cables. No fluid ingress was found on any of the inner circuitry within the controller. The system controller was functionally tested and passed all testing without issue. The controller was connected to a mock circulatory loop for an extended period of time and operated at the set speed without any issues. Additional information provided on 25oct2021 stated that the modular cable and system controller were exchanged and that the exchange resolved the reported alarms. It was also stated that the system controller (serial number: (B)(6)) would be returned for evaluation. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Customer order was shipped on 10feb2020. Heartmate iii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.